Event description:
It was reported that the screen on the programmer did not work even after trying multiple (touch stylus) pens. It was further reported on follow-up that the analyzer had intermittent loss of output. The programmer and analyzer have been returned for service. Another programmer was readily available so there were no patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. (B)(4) - stylus will not stay calibrated. Stylus and overlay/bezel assembly found out of electrical specification. (B)(4) - analyzer found out of electrical specification.

Manufacturer narrative:
(B)(4) analyzer found out of electrical specification. Further analysis was performed on the device. This analysis found the failure mode confirmed as fractured solder joints between a connector and the power and digital printed circuit board assembly.